Manufacturer narrative:
(B)(4). The device was received with a broken trocar. The device's top jaw was missing (returned with the device) and with the electrical cable cut off. The jaw flanges were split open and the I-blade was not damaged. The device was mechanically tested and the jaws opened and closed and the device jaws rotated. Due to the electrical cable being cut off, functional testing could not occur. There is no evidence what caused the damage; a possible cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, moving jaw described as breaking completely off the device shaft, jaw piece recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.